Manufacturer narrative:
Date of event-used the first day of the month of aware date since there was no date provided.

Event description:
It was reported that wire detachment occurred. The target lesion was located in an artery. A 300c, 8cm v-18 control wire was used in a procedure. However, it was noticed that the end of the wire split into two. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.